Manufacturer narrative:
Ethnicity and race: asked but not provided. Date of event: unknown as information was not provided. The best estimated date is between 1/17/2017 and 3/4/2022. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was dislocated post implantation in the left eye. Through follow-up, the customer clarified that the actual cause of subluxation was pseudoexfoliation with zonular loss. The lens moved on its own spontaneously. The surgeon explanted the lens during secondary surgery and replaced with another johnson & johnson lens (same model and diopter) with scleral fixation. 1 day post-operative (op) exam showed blurred visual acuity (va) due to circulating hyphema. Vision acuity pre-op is 20/30, post op is unknown. There is no trauma to the eye. The patient received prescriptive medication; however, details not provided. The patient current status is unknown. No further information is available. A separate report is being submitted for the replacement lens reported event.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/25/2022 . Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half (w/ one half missing). No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half w/ one piece missing), no further product evaluation could be performed on the lens. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. The complaint issue reported could not be confirmed and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.